Manufacturer narrative:
Tech found open fuses. He replaced power control board to resolve. No injury reported.

Event description:
Tech alleged bed from storage had no ac power, no functions on controls, no lights, no battery led.